Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate was identified as kluyvera intermedia, but when the isolate was repeated it was identified as k. Pneumoniae. The same isolate was tested with a reference laboratory identifying the isolate as k. Pneumoniae. No health impact or consequence reported. Report 1 of 2.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate was identified as kluyvera intermedia, but when the isolate was repeated it was identified as k. Pneumoniae. The same isolate was tested with a reference laboratory identifying the isolate as k. Pneumoniae. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-nov-2024. Investigation summary : this complaint is for misidentification of proteus mirabilis and klebsiella pneumoniae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4205932. The customer returned panels, isolates, binary files and phoenix generated lab reports for the investigation. The customer provided phoenix lab reports show an isolate identified as kluyvera intermedia, klebsiella pneumoniae ssp pneumoniae and morganella morganii when using the complaint batch. The customer returned isolates were verified and labeled as k. Pneumoniae u-8, p. Mirabilis u-10, p. Mirabilis u-12, p. Mirabilis u-13 and p. Mirabilis u-14 with a bruker maldi biotyper. To investigate, customer returned panels were tested using customer returned isolates k. Pneumoniae u-8, p. Mirabilis u-10, and p. Mirabilis u-12 on a phoenix m50 machine and evaluated for identification results. Next, retention panels from the complaint batch and control panels of the same material, but different batch number were tested using customer returned isolates k. Pneumoniae u-8, p. Mirabilis u-10, p. Mirabilis u-12, p. Mirabilis u-13 and p. Mirabilis u-14 on a phoenix m50 machine and evaluated for identification results. The retention panel tested with customer returned isolate p. Mirabilis u-10 and p. Mirabilis u-12 returned p. Mirabilis and m. Morganii results. All other panels returned the expected identification results; therefore, this complaint is confirmed for misidentification of proteus mirabilis. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary.